Event description:
It is reported that the device was revised in 2008, due to loosening. Implant date is also unk.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: no product returned for evaluation. Also, x-rays and pt info are not available for review. The item and lot number of the device is unk. Acetabular cup loosening may be caused by a number of issues including (but, not limited to) osteolysis, pt bone quality, and initial cup positioning. However, the exact cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.